Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2004. The pt iliac arteries were reported to be excessively tortuous. An introducer sheath was not used during the procedure. It was reported that the delivery system kinked while being advanced through the pt's iliac arteries. The delivery system was removed from the pt and another device of the same size was used to complete the case. No sequelae were reported and the pt is reported to be fine. The device was discarded and will not be returned for evaluation.